Event description:
It was reported in a hospital implant registration form that the entire pacemaker system was replaced with a leadless pacemaker system because of an insulation breach on the lead(s). It was unclear which lead exhibited the insulation breach. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).